Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: no unusual device observed while operating device. The rewind, load, prime performed twice with no unusual noise observed. Investigators were unable to duplicate unusual issue of clicking heard. Returned battery cap used for investigation. There were two battery compartment cracks one left of bumper pad and second below bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that they can hear a constant clicking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.